Event description:
The orsiro drug-eluting stent system was selected for treatment of a calcified lesion (95 percent stenosis degree) in a moderately tortuous part of the proximal lad. The device did not pass, and another stent was used to finish the case.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes, the affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as non-device-related and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a calcified lesion (95 percent stenosis degree) in a moderately tortuous part of the proximal lad. The device did not pass, and another stent was used to finish the case.